Event description:
No new information.

Manufacturer narrative:
Update: h6 the reported plate fracture could not be confirmed because the device was not returned to freiburg for examination and no images were provided for review. The customer stated that no x-ray images were available after the initial implantation or from the time when the plate fracture was discovered. It is not known whether the patient followed the aftercare instructions. Based on the investigation, there are no indications of an incorrectly working product or problems related to design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
It was reported that the plate fractured at the screw hole connection site on the proximal side of the plate postoperatively.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.